Event description:
It was reported that during insertion in the sicu, the tip of the dilator split. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no reported death or complications to the pt as a result of this occurrence. No vessel damage occurred to this patient.

Manufacturer narrative:
(B)(4).